Manufacturer narrative:
(B)(4). Concomitant medical products: 00875101136, wc xlpe liner, 61349775; 00784801200, modular neck e 12/14 neck taper, 61350910; 00625006530, bone scr 6.5x30 self-tap, 61412727; 00625006530, bone scr 6.5x30 self-tap, 61422322. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01021. Discarded.

Event description:
It was reported that the patient's right hip was revised approximately eight years post implantation due to chronic dislocation and possible cobalt reaction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was determined to be confirmed due to medical records received. A photograph of the explanted devices was received. Taper corrosion can be identified on the head and neck. No definitive statement can be made about the condition of the liner. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.